Event description:
Journal article: dawes, et. Al "microfracture of a baclofen pump catheter with intermittent under and overdose." Pediatric neurosurgery. 2003;39: 144-148. Pt experienced baclofen overdose withdrawal symptoms. It was reported that the pt experienced excellent clinical response for a period of two yrs following implant during which the lioresal dose was gradually increased to 425 mcg/day. The pt was subsequently admitted for symptoms consistent with baclofen overdose. The parents reported a 2 month history of intermittent episodes of reduced consciousness in the morning, waking only to painful stimuli, flaccid lower extremities exhibiting no spontaneous movement and urinary retention requiring catheterization. Later in the day, they noticed increasing stiffness. No abnormalities were noted after evaluation by interrogation of the pump, volume measurements, plain xrays of the pump and catheter systems. The catheter access port was accessed, cerebrospinal fluid removed with clear flow. Injection of contrast under fluoroscopy showed no abnormalities. CT scan confirmed proper placement of the catheter. Three days after discharge from the hospital, the pt was noted to be lethargic, hypotonic in the lower extremities, with absent reflexes and bladder distention. The pt was readmitted for exploration and revision of the catheter. Spontaneous flow from the catheter was noted when it was disconnected from the pump. The one piece catheter was replaced with a 2 piece catheter at a level below the original puncture site. No abnormality was noted in the explanted catheter upon visual examination; however, a microfracture was noted upon microscopy at a magnification of x20, confirmed by scanning electron microscopy. The microfracture was 16 cm from the tip, near the insertion point into the dura. The preop dose was reinstituted; the pt experienced distended abdomen and flaccid lower extremities the 1st day postop. The dose was reduced to 225 mcg with no symptoms of overdose and adequate control of spasticity. The dose was reduced to 225 mcg with no symptoms of overdose and adequate control of spasticity. The postoperative course was uneventful otherwise and the pt was discharged home with no further report of overdose symptoms.

Manufacturer narrative:
See additional scanned pages.